Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of any samples being available for evaluation. Root cause cannot be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; however, the lot number was provided for a batch review to be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The home patient's (hp) spouse (hps) called corporate product surveillance to report unknown quantity of minicaps in which the caps were too loose, falling off with slight touch during use. The hps stated that the hp's catheter was due for change today, but that the peritoneal dialysis nurse changed the catheter a week ago, thinking that it might be the cause of the problem. Hps stated that the problem of the loose caps had continued to recur. During follow up with the care giver (cg), the cg stated that the patient has started a new box of mini caps and has had no problem since then. There was no patient injury or medical intervention associated with this report.